Event description:
A paracentesis was being performed and upon removal of the drainer catheter, the catheter broke, leaving a portion inside of the patient. Drainer centesis catheter 6f ref number 8811 lot number 24047156.